Event description:
The customer reported that the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and is trying to locate replacement parts. The system is down and it an end of life product.